Event description:
Per raised with minimal information: the customer reported via the distributor, tekno surgical ltd, that the head and the rasp became separated during the procedure. It is further reported that the heads are firmly placed on the rasp, but whilst dislocating the head to remove as per the IFU, the head moves along the rasp and is difficult to dislocate, and the head separates sometimes. It is further reported that in all cases, the head is retrieved and that there are no adverse consequences.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.